Event description:
It was reported that the patient was experiencing pain at the ipg site. The ipg was angled in the pocket on palpation and was difficult to charge. The patient underwent an ipg revision procedure wherein the ipg was moved higher. The patient was doing well post operatively. Nothing was explanted.